Event description:
A customer in (B)(6) reported thinprep 5000 processor with autoloader "sometimes the laser writes a wrong barcode number on slides (different from corresponding vial barcode). The issue is without errors". It is unknown if patient recall was required. The customer processed again and everything worked fine. Hologic's field service engineer (fse) fse has done a check of the instrument. He checked laser performance, vial and slide barcode readers. He has reinstalled the software 2.1.1. Performed slide burning test, mapping carousel using vial with labels of laboratory. Processed samples of the day. Instrument operational and released to customer.